Manufacturer narrative:
It was reported that the implicated disposable set could not be returned for investigation. The library/retain sample for the reported lot number was inspected and tested; there were no leaks or defects observed. The manufacturing records for the associated lot were also reviewed and no anomalies were identified. A review of complaints for the past year indicates that this was an isolated incident; there have been no other leaks reported involving this lot number. Without inspecting the sample, it is difficult to determine what occurred in this case. All 3-spike disposable sets are 100% leak tested prior to release. We will continue to monitor and trend similar reports of this nature. Should additional information become available, a supplemental report will be submitted.

Event description:
The user facility reported that the disposable set leaked at the heat exchanger during a case with a hyperthermia pump.